Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a half-height cubie in drawer 4.1 failed and could not be recovered by the facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived at the medstation and found no failure icon on the screen, though the escort reported a previous auxiliary 4.1 drawer failure. Then the fse logged into the application, navigated to storage space configuration, and repeatedly opened and closed the auxiliary 4.1 drawer to test functionality. After logging out, customer logged in and further validated performance by inventorying medications in aux 4.1. No errors occurred during any of these tests, and the issue could not be recreated, confirming the drawer was operating normally. The system functioned as intended after the field service engineer assessed the device.